Event description:
The patient contacted animas on (B)(6) 2012 alleging that while on insulin pump therapy he has had elevated blood glucose (bg) of 250-350 mg/dl with associated symptoms of numbness in the feet and hands as well as extreme thirst and frequent urination. The patient also stated that he smells like "paint thinner." The patient reported treating the high bg with boluses of insulin and oral fluids until the bg comes back within normal range. The patient reported he does not test for ketones. The patient alleged that on one occasion the basal rate settings were gone from the pump. The patient stated that he had about seven different rates and when he woke up, he only had two rates in the pump. The patient questioned whether this could have happened by rolling over onto the pump during sleep. This complaint is being reported because the patient experienced elevated bg while on insulin pump therapy with a pump that allegedly lost the patient's basal rates in the settings for an unknown reason.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(4) 2012 with the following findings: review of the black box and download history revealed no activity related to the complaint recorded in the black box. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. An ez-prime function was performed without difficulty. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.